Manufacturer narrative:
MFR's report date 7/7/98. File# 04-98-183. The pump sent to the MFR's u.k. Service center for analysis. The pump was tested and found to meet MFR's specs. Co was unable to verify the reported overinfusion. Possible causes for overinfusion may be the user misloading the set, misprogramming the pump or not using the roller clamp when the set was outside of the pump mechanism. Proper technique for loading the set, per the directions for use is "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector." "Do not use the door to close the orange latch." The MFR has implemented a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997 has been mailed instructing the user to 1) measure the mechanism gap 2) replace the follower housing assembly if necessary.

Event description:
Hospital risk management advised that the pt did not expire as a result of the overinfusion.